Manufacturer narrative:
Taper ii medwatch sent to FDA on 04/15/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses possible outcomes of leaks as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "band leaking". The patient's lap-band system was explanted.

Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 08/31/2016. A device history record (DHR) review was performed, and noted the subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints in the apollo database for this lot number.

Manufacturer narrative:
Medwatch sent to FDA on 05/23/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed and noted the band was separated in two pieces, at the shell/ring and the buckle. Microscopic analysis noted that the buckle and shell/ring and tubing were broken with striations consistent with surgical end cuts to remove the device. The access port had non-penetrating nicks/scratches noted on the housing. The port base was noted to be discolored, and was brown in color. Brown particles were observed on the device. An air leak test was performed on the port, and no leakage was noted. A fill test was performed on the port, and no blockage or resistance to flow was noted. An air leak test was performed on the pieces of the band, and noted leakage from the shell/belt junction. Under microscopic analysis, this opening was noted to be a molded junction failure.